Event description:
During a coronary stenting procedure, the product did not cross the target lesion. As physician attempted to withdraw it, the stent came off the delivery balloon. It could not be retrieved so they put another stent over it to keep it in place. There was no reported pt injury. The product was clinically used and will be returned. Additional information has been requested and will be submitted within 30 days upon receipt.